Manufacturer narrative:
Possible lots identified: 33627595, 33618961.

Event description:
Cmf screws fixating plate were found to have loosened from bone 15 weeks after implant and post-consolidation. They were removed and no new hardware was placed as patient had healed.

Manufacturer narrative:
H4 device manufacture date, possible lots identified, 33627595, 26-aug-2024, 33618961, 05-jul-2024.